Manufacturer narrative:
Additional information was received on february 23, 2018. The patient was walking around the next day according to physician. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# fg540000 serial (B)(4)). Mobicath (model# d140011 lot# vn387849). Coronary sinus catheter (model# bd710df lot# 30000194m). Smarttouch sf catheter (model# d134804 lot# 17758958l). Soundstar catheter (mode# unknown lot# unknown). Boston scientific watchman left atrial appendage occlusion device (mode# unknown lot# unknown). (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for ischemic left ventricular tachycardia with a decanav electrophysiology catheter and suffered a cardiac tamponade requiring surgical intervention. During the procedure, the left atrial appendage (laa) was perforated with the decanav catheter and a pericardial effusion was detected. Pericardiocentesis was performed and yielded 500+ cc of fluid and was still draining when the patient was transferred to the operating room for a surgical repair. Patient was reported to be in stable condition at the time of complaint report. It was noted that implantation of a boston scientific watchman left atrial appendage occlusion device was attempted during the procedure, but was unsuccessful. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.